Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: l(B)(4) no anomalies found; full lead analyzed. It was observed that all conductors were stretched, the inner insulation was kinked/buckled, the outer insulation was breached cut, and blood was found in/on the helix mechanism. The lead was damaged at implant.

Event description:
It was reported that physician was having difficulty positioning and at one time it was positioned, but dislodged a few minutes later. Upon withdrawing the lead it was noted that the insulation was slightly bunched-up and the coil appeared distorted. It was thought that the lead may have been pinched under the clavicle. Another lead was implanted. No patient complications have been reported as a result of this event.